Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported following a permanent implant, the patient developed a hematoma at the lead site. In turn the patient experienced partial paralysis of the legs and an inability to control the bladder. The patient underwent surgical intervention where the hematoma was removed and the lead was revised on (B)(6) 2022 and effective therapy was restored after the procedure.